Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited a diagnostic anomaly in which the event episodes were not correctly tallied into the total episode counter. The device will continue to be monitored. There were no patient consequences.